Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause to the reported difficulties. It is possible that the kinked barewire resulted in the reported difficulties retracting the device; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. The bare wire referenced is filed under separate medwatch report number.

Event description:
It was reported the procedure was to treat a lesion with moderate calcification in the right superficial femoral artery (sfa) the emboshield nav 6 was advanced without issue and placed successfully. When the filter was to be removed, it could not be retrieved as the bare wire was kinked. Therefore, a 6 fr guiding catheter was advanced and both devices were removed together as one unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.